Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 21.0 diopter intraocular lens (iol) was explanted from a patient's left eye due to lens displacement. The lens was displaced temporally and patient complained of blurry vision. Physician was not exactly sure why the lens displaced, possibly due to mechanical malfunction. The lens was removed and an anterior vitrectomy was required. The lens was replaced with a model zma00 iol with the same size diopter. Replacement surgery appears to be successful. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/29/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.